Event description:
Patient used an ear candle. States she felt a burning sensation in her right ear. Our initial exam demonstrated what appeared to be "wax". On follow -up 1 week later, the tympanic membrane was examined and a perforation was identified.